Manufacturer narrative:
The event described is consistent with application of unneutralized hydrogen peroxide coming in contact with the eye. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the event reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned but was not evaluated due to the solution being expired.

Event description:
The mother of a consumer called to report that last year, her daughter inserted her lenses after soaking the lenses overnight in the product with the appropriate case and that she experienced burning and stinging. It was reported that one eye had greater symptoms; however, the specific eye with greater symptoms could not be recalled. The consumer went to the doctor and the mother reported that the doctor did not treat or prescribe any medication on that day but suggested that the burning was the result of the product not neutralizing. Two days later the consumer's "other eye" experienced burning which resulted in a return visit to the doctor. The mother reported that the doctor prescribed prednisone (anti-inflammatory). The consumer provided the doctor¿s billing statement from this visit which contained a diagnosis code of corneal abrasion, unspecified eye. The mother also reported that they followed up with the doctor two weeks later and that the consumer's eyes weren't much better. The doctor was reported to recommend a bandage lens. The consumer provided the doctor¿s billing statement from this visit as well and the bill contained a diagnosis code of allergic conjunctivitis. The mother reported that the lens helped and the consumer's eyes recovered. Additional medical information has been requested from the treating practitioner but has not been received. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.